Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 500 mg/dl, while wearing the pod. In addition, the patient reports receiving a communication alarm from their personal diabetes manager (pdm). The symptoms reported included hyperglycemia, nausea and vomiting. The patient administered insulin injections. Once at the hospital, the patient was treated with intravenous fluids and insulin. The patient was released from the hospital after 4 days.

Manufacturer narrative:
The returned device was evaluated and in the case description, the user mentioned being hospitalized for high bgs due to receiving a pod not available message from the pdm. Inspection of the ibf downloaded from the returned device found that a pump alarm had been generated on the date of occurrence. The ibf described the alarm as a pump communication hazard alarm. The ibf showed that no pdm alarms had been generated on or around the date of occurrence. The pdm was able to pair with an unused pod, deliver a 5u bolus at range of 5ft., then deactivate the pod with no issues. The exact cause of the reported communication issue could not be determined.